Event description:
The complainant alleged that during biomedical testing, the device displayed a "defib error 85" message. The complainant indicated that there was no pt involvement in the reported malfunction.